Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The stent was returned separated from the sds. A visual examination of the crimped stent found the first three struts on each end did not appear to be damaged. The mid section of the stent was severely damage; struts were pulled misaligned and distorted. Struts on one end appeared to overlap. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) is within specification. The stent protector offers full protection to the crimped stent and device tip. The stent protector profile size relative to the crimped stent profile size offers ease of use to the user and ease of removal of the stent protector during device preparation as per dfu instructions. The specified stent protector for the crimped stent covers the balloon and coated crimped stent and provides protection during shipping and handling. A visual and tactile examination found multiple slight kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the proximal to mid left anterior descending (lad) artery. Upon attempting to insert a 2.50 x 28 synergy¿ drug-eluting stent to the y-connector, it was noted that the stent had not been mounted on the delivery balloon. The stent was then found stretched which had been caught up with the stent protector sheath. The procedure was completed with a non- bsc device. No patient complications were reported and the patient's status was good.